Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed an ECG that did no appear to be the shockable rhythm noted in codestat post event print out. This issue is patient related; however there was no adverse event reported.